Manufacturer narrative:
The reported bloodloss is attributed to user error as the operator did not make the correct connections for rinseback. The user's guide contains adequate instructions regarding rinseback. There is no evidence of a device malfunction. A direct correlation between nxstage sys one and the reported blood loss cannot be established. Facility staff has been notified nxstage medical considers this report closed. No add'l info will be provided.

Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. The operator inadvertently left the saline line clamped and was unable to enter rinseback mode at the end of a routine hemodialysis treatment. Attempts to resolve the issue were unsuccessful, resulting in an estimated blood loss of 190 cc. No medical intervention was required.